Manufacturer narrative:
Additional information: serial number and expiration date (d4) and device manufacturer date (h4). The patient was stable and discharged from the hospital.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause for the aortic rupture was patient factors (severely calcified annulus and leaflets). In addition, the effusion was related to procedural factors (drainage catheter piercing the ventricle). There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during post management care after an uncomplicated implant of a 29mm sapien xt valve in the aortic position, the patient developed a tamponade.  The effusion was drained, and the patient was stable. However, tamponade re-occurred, and more fluid was drained. The tamponade occurred again, and a decision made to transfer the patient to the or. A sternotomy was performed, and annular oozing was observed.  The drainage catheter had punctured the right ventricle. Hemostatic packing was performed, and the patient is in stable condition and was transferred for post management care. Per report, the perceived root cause, is the calcium had started pushing through the annular region causing an ¿ooze¿. The effusion was exacerbated by the piercing of the right ventricle by the drainage catheter. The patient¿s annulus measured 23.8mm x 29.4mm x 27.5mm. The native leaflets were severely calcified and the aortic root severely calcified.